Event description:
Consumer's spouse reported that 10 minutes after consumer used co's product they developed hives and itching all over, sweating, staggering, swelling of face, closing of throat and loss of consciousness for 10 minutes. Rescue squad was called. Two intravenous catheters were inserted, an electrocardiogram was done, oxygen was administered and epinerphrine was given twice. Consumer was hospitalized overnight and states their diagnosis was anaphylactic shock. This incident occurred during intercourse.